Event description:
It was reported that the patient presented in clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited posted paced t wave oversensing. No interventions were performed. The patient was in stable condition.